Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load a new cartridge due to a notification declared on the pump. Reportedly, the notification prompted the customer to remove the cartridge from the pump, but there was no cartridge loaded on the pump at the time. The customer reverted to manual injections for insulin therapy. There was no reported impact to customer¿s blood glucose.